Event description:
A pt of unk age and gender present for an unnamed procedure. A pta balloon catheter was successfully inserted into the pt and inflated without issue. When the physician, who was performing the procedure, attempted to deflate the balloon, they were unsuccessful as the balloon would not deflate. The device was successfully removed from the pt. There was no harm or injury reported to the pt. The case was completed with another new of the same device.

Manufacturer narrative:
Returned for eval was one used pta catheter. A visual review of the device noted that the balloon was in a completely deflated state. A visual review of the catheter shaft noted an area of stretching approx 5.6cm from the balloon and approx 8mm in length. It was noted that the outer catheter shaft was drawn down on top of the inner catheter shaft at the site of the stretching. An inflation device was connected to the y-connector and an attempt was made to inflate the balloon. This attempt was unsuccessful as it was noted that the balloon had a pin hole in it. The complaint is confirmed. At the site of the stretching, the outer tube of the shaft was drawn down on the outer tube of the catheter shaft. It was noted that the outer shaft was drawn down onto the inner shaft, thus preventing a passageway for fluid to allow the balloon to deflate. The most likely root cause for the reported complaint is that the end user forcibly removed the packing mandrel prior to use. This would cause the catheter stretching noted in the returned samples. The drawdown of the outer shaft onto the inner shaft would allow the balloon to inflate properly; however, the balloon would not be allowed to deflate due to the collapsed lumen inflation/deflation lumen. During the manufacturing processes, all pta balloons are 100% inspected by manufacturing personnel and aql inspected by quality assurance for this failure mode. Each balloon is inflated, checked for leaks and then deflated. During the review of the manufacturing records for the reported lot, it was observed that the manufactured lots met all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. (B)(4).